Event description:
Doctor reported events of pouch dilatation from journal article: "revision of laparoscopic adjustable gastric banding: success or failure?", obes surg (2012) 22:287-292. Although the manufacturer of the device is unk, it is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B)(4). The product associated with this report will not be returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Although the manufacturer of the device is unk, it is allergan's approach to compliance to resolve all doubt in favor of reporting. Pouch dilation is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of pouch dilation as follows: "band slippage and/or pouch dilatation can occur." "Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation."